Event description:
Complainant alleged that the clinicians were attempting to pace the heart rhythm of a patient (age and gender unknown), who was in cardiac arrest, and who was presenting a pulseless electrical activity heart rhythm, when the device displayed "pacer fault 122" and "pacer fault 126" error messages. The clinicians then replaced the device battery, but the message were still displayed on the device screen. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.